Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the pump with no pump alarm. On unspecified dates and times, the pumps were programmed to deliver unspecified medications. No specific programming parameters were provided. After unspecified lengths ot times, the nurses reported "pumps do not alarm at all when the tubing has run dry almost to the pt". The customer contact reported no air was delivered to the pts. There were no reported adverse pt effects and no reported delay of therapies critical to the pts. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The pumps were not isolated or identified by serial numbers; therefore, they will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).